Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Month and day unknown. Only year (2018) is known.

Event description:
It was reported that during a lap sigma procedure, malformed staples on one tenth of the staple line. Surgeon closed this part by hand suturing. Surgery successfully finished. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the device will not be returned.